Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4 (the motor arm cannot communicate with the main arm), pump error 63 (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed for pump error 63, but it was performed for pump error 4 and the customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unit passed the displacement test and self test. No pump error 63 or pump error 4 alarms noted during testing. Pump successfully downloaded traces and history file using thump. The history/trace download confirmed pump error pump error 63 (variable=15) (filenumber=2017 linenumber=147) alarms on 03/14/2025 at 18:44:06.000. The history/trace download confirmed pump error 4 alarm on 03/14/2025 at 18:44:06.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads. Customer allegation for pump error 4 was confirmed as a consequence of pump error 63. Pump error 63 (variable=15) (filenumber=2017 linenumber=147) alarms confirmed in the pump history/trace files on [03/14/2025 at 18:44:06.000] due to possible hardware error (esf#(B)(4)). Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.